Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/18/2017 with the following findings: during investigation, visible moisture was found behind the display lens. The battery compartment was cracked above and below the bumper pad. The battery cap was not returned. A test cap was able to attach to the pump. The pump did not power on. The pump history and black box were unable to be downloaded. A leak was found in the battery compartment. The pump cover was removed to find internal moisture in the pump. The power issue was due to internal moisture.